Manufacturer narrative:
The device has been returned for evaluation, however, the investigation is not yet complete.

Event description:
The event involved a plum 360 that was used in an ambulance to administer epinephrine 32mcg/ml (cca selected: usc ped: 10.1 à 30 kg) to a child when the user(s) reported that the pump suddenly shutdown while an intraosseous infusion was in progress. The problem occurred between 15h00 and 17h00 est. The pump was in pediatric mode. The infusion stopped (as an obstruction), active alarm, without possibility of muting, recorded that they had to restart the pump. There was no other option available. The customer did not know if there was a problem with the battery. The pump was plugged into the ambulance ac. The child died, but the cause of death was not the malfunction of the pump. The date of the patient death was unspecified. The death was caused by an irreversible medical condition. There was patient involvement and patient harm. The customer sent additional information stating that it is important to note that the pump was joined to a permeable intraosseous (io) pathway. Io boluses had been injected a few times into this access road including a bolus of nacl 0.9% and then other boluses of drugs post incident with the pump. When the alarms sounded (he cannot textually specify what was written at that time) no button was accessible, or even the one to silence the alarm, except the blue button to close and open the device. Epinephrine was infused at 2.8 ml/h. After the reboot, the pounds per square inch (psi) was increased to 15 and then it worked better. There was no problem with the battery. The pump was plugged into the ambulance ac. He did not test the pump or duplicate the problem. There was no major impact on the patient. You should know that the nurse who gave the first version had also questioned the nurse, so little additional information. For her part, she did some tests with the nurse and in ped mode 10.1; a 30 kg, when she clamped the infusion in distal, an alarm of: occlusion distal-pause. Attempt to restart appears, then it continues to perfuse.

Manufacturer narrative:
Over the 6 days prior to the incident the pump ran two infusions: one for 2:15 hrs @ 60 ml/hr encountering 8 distal occlusion alarms; and one for 9:44 hrs @ 120 ml/hr with no occlusions. On the day of the incident, the pump ran two infusions: one for 13 min @ 28.1 ml/hr before stopping with 1 distal occlusion & 1 e346 distal pressure sensor failed alarm; and one for 19 min @ 15 ml/hr encountering 1 distal occlusion alarm before being stopped by the door being opened. An e346 distal pressure sensor failed alarm generally indicates the pressure spiked too fast for the adc (analog to digital converter) to register the correct pressure (requiring a pump power cycle to allow the adc to reset). The e346 could also indicate a failure in the pressure sensor mechanism requireing repair. The plum technical service manual identifies the pump should be repaired if the e346 alarm continues to be raised after the device is powered off and on. Following the incident, there were no further infusions attempted that day. However, on the following day, there were 9 separate infusions, ranging from 4 sec to over 3 hours in duration, and ranging from 50 ml/hr to 999 ml/hr in rate. There were no distal occlusions during the first 7 infusions. During the final two infusions of the day (both at 60 ml/hr for over 3 hrs total) there were 8 distal occlusion alarms. However, there were no e346 distal pressure sensor failure alarms raised at all. All infusions during this period delivered medication accurately within the design tolerance of +/- 5% of the programmed volume to be delivered. The customer¿s complaint is confirmed in that the reported event did occur and that the pump correctly (per design) required the device to be power cycled following the e346 alarm. Engineering evaluates that the probable cause of the e346 distal pressure sensor failure alarm was a sudden pressure spike in the distal line. The cause of the pressure spike in the distal line could not be determined from the logs. Because the e346 did not recur following the pump being powered off and on, engineering evaluates the distal pressure sensor mechanism remained in working condition suitable for further infusion activity once the sensor had been reset by the power cycle. This evaluation is consistent with the continued use of the pump on the following day, accurately delivering medication over multiple infusions.